Event description:
It was reported that on (B)(6) 2023, during an oocyte puncture with an endovaginal ultrasound probe, the probe cover broke after 2 to 3 minutes. The procedure was completed, and the probe cover broke when the probe was removed. After visualizing an echo opacity during the procedure, poor echogenicity made the puncture difficult. No other patient injuries, infections or complications were reported.